Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range, hv lead impedance was observed during follow-up check in clinic. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The reported high pacing lead impedance was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the reported high pacing lead impedance could not be determined.